Manufacturer narrative:
(B)(4). S/w ver. 5.2a. Retainer ring = black. On (B)(6) 2021 customer alleged that he/she received pump error 63. Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in the battery tube or in the battery threads. Unit passed displacement and self test. No pump error 63 occurred during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search if any pump error 63 have occurred in the past. The adapt tool reveals that pump error 63 (variable info = 15) occurred at (B)(6) 2021 23:30:40.000, (B)(6) 2021 10:04:05.000. It also reveal that pump error 4 occurred at (B)(6) 2021 15:26:20.000, (B)(6) 2021 17:01:31.000, (B)(6) 2021 09:06:44.000. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. In summary, customer allegation that he/she received pump error 63 was confirmed. The pump error 63 is due to a hardware error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however the customer will discontinue the use of device.

Event description:
Medtronic received information that insulin flow blocked alarm occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. S/w ver. 5.2a. Retainer ring = black. On (B)(6) 2021 customer alleged that he/she received pump error 63. Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in the battery tube or in the battery threads. Unit passed displacement and self test. No pump error 63 occurred during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search if any pump error 63 have occurred in the past. The adapt tool reveals that pump error 63 (variableinfo = 15) occurred at (B)(6) 2021 23:30:40.000, (B)(6) 2021 10:04:05.000. It also reveal that pump error 4 occurred at (B)(6) 2021 15:26:20.000, (B)(6) 2021 17:01:31.000, (B)(6) 2021 09:06:44.000. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. In summary, customer allegation that he/she received pump error 63 was confirmed. The pump error 63 is due to a hardware error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incomplete. The complete information has been included with this report in b5 section. The information that provided in the h10 section with the initial report was incorrect. The correct information has been included with this report in h10 section.